Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac system was explanted due to infection. Replacement was not indicated. No further patient complications have been reported as a result of this event.